Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; lens was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had the cartridge tip touch the patient's right eye. It was noted that the customer when trying to push the iol into the patient's eye, the cartridge would come out of wound and the lens would come out of the cartridge and not into the patient's eye. The lens was not stuck in cartridge. They loaded the lens 3x but did not use. Because they were afraid that lens may have been scratched. It was stated that there was incision enlargement. Patient is fine post-op, no other patient post-op injury. No other information was provided.